Event description:
The consumer stated that she walked into her kid's room. She smelled something burning. The consumer stated that there was smoke coming form the vaporizer. The consumer stated that she unplugged the vaporizer. The consumer stated that the plug was very hot. The consumer stated that the plug was so hot that it burned her hand. The consumer stated that the vaporizer had been on for about 20 to 30 minutes. Injury, no first aid or medical attention received. (B)(6). (B)(4).